Manufacturer narrative:
A complaint was received regarding a spo2 saturation reading of 100% with the spo2 sensor not/partially connected. No spo2 failure entries were in the m540 logs. The cited m540, spo2 pod, and spo2 intermediate cable were sent for investigation. The cited.

Event description:
It was reported that the iacs patient monitor showed sp02 of 100% with sp02 probe not/partially attached to patient. The iacs hdu07 was monitoring a copd patient with spo2 values of 90 - 93%. At approx. 4:45am on (B)(6) 2017 staff noticed iacs displaying.

Manufacturer narrative:
A follow up 2 was sent as part of the description of the event/problem and additional manufacturer narrative was cut off in the xml. A complaint was received regarding a spo2 saturation reading of 100% with the spo2 sensor not/partially connected. No spo2 failure entries were in the m540 logs. The cited m540, spo2 pod, and spo2 intermediate cable were sent for investigation. The cited spo2 disposable sensor was requested but was not available for investigation. After testing the returned material with a previously unopened disposable spo2 sensor, it was found that the device functioned as designed. No failure could be verified with the returned material. The nellcor sensor IFU states how to correctly apply the sensor to the patient. The nellcor sensor IFU cautions the user of possible causes of incorrect measurements.

Event description:
It was reported that the iacs patient monitor showed sp02 of 100% with sp02 probe not/partially attached to patient. The iacs hdu07 was monitoring a copd patient with spo2 values of 90 - 93%. At approx. 4:45am on (B)(6) 2017 staff noticed iacs displaying sp02 of 100%.

Manufacturer narrative:
The investigation has started. Once the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the iacs patient monitor showed sp02 of 100% with sp02 probe not/partially attached to patient. The iacs hdu07 was monitoring a copd patient with spo2 values of 90 - 93%. At approx. 4:45am on (B)(6) 2017 staff noticed iacs displaying sp02 of 100%.